Event description:
It was reported that the locking ring on the handles closest to the device broke, and then fell out of the paddles. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number, and ordering info for a replacement paddle assembly. The replaced paddles will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.